Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the dissection could not be definitively determined based on the information available. There was no ivl device malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a heavily calcified lesion. A type 4 dissection was reported, but it is unknown when the dissection occurred or how it was resolved. The procedure was completed successfully, and the patient was okay. The event date is unknown. No additional information was provided. Shockwave medical has made multiple attempts to gather additional information related to the reported event.